Event description:
A medtronic representative reported a site's navigation system camera that was showing disconnected in the cranial software earlier in the day. The site was using a different navigation system, an stealthstation s7, for a procedure and running this stealthstation i7 integrated navigation system in the background. It was requested the site run (universal serial bus) usb view. Issue was not resolved. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.on 02/24/2015, a medtronic representative went to the site to test the equipment. During troubleshootin, the cable connections were checked and several components were replaced to resolve the issue. The hardware, software, and instruments passed the system checkout. Once the correct navigation interface unit (niu) transceiver was replaced, the system was found to be fully functional. None of the suspect parts (related to the reported event) have been received by the manufacturer for evaluation.

Manufacturer narrative:
All returned components were either returned unused or no fault was found. Unable to determine cause of event. No further issues have been reported since transceiver replacement. Cable rs422 scu (system control unit) to I/o (input/output) hub ext: the returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. Cable rs422 scu to I/o hub adap: the returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. Transceiver fiber navigation interface i7: no issue observed at boot up. Ran for 6 days and no communication issue with the camera where observed. All other parts were returned unused.